Event description:
It was reported that there was a cut in the tubing of a solution sets with duo-vent spike. This was discovered during patient use. No additional information is available.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.